Event description:
It was reported the patient died (B)(6) 2010. Cause of death unknown and analysis of the device was requested. The cause of death has been requested and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) device returned and analyzed. No anomalies found. (B)(4): proximal segment of the lead returned, no anomalies found, outer insulation cosmetic esc. (B)(4): proximal segment of the lead returned. No anomalies found, outer insulation cosmetic esc.